Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2015; 419688 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to infection, endocarditis and vegetation. It was noted the organism was identified as (B)(6). No further patient complic ations have been reported as a result of this event.